Event description:
It was reported that during an unknown procedure, the device fired once and then was not able to be fired again. It is unknown how the procedure was completed. No patient impact was reported. No other details are known.

Manufacturer narrative:
(B)(4). Broken jaw. The device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and one partially formed clip was fed due the antibackup failure. A potential cause for this condition may be attempting to squeeze the trigger when it has not fully returned or by stopping the firing sequence and pulling the trigger open. In addition, during the third firing sequence the left jaw ramp broke and the remaining eight clips were ejected due the condition of the jaws. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.